Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was observed. The 80% stenosed target lesion was located in the distal left circumflex artery (lcx). The lesion was predilated with a 2.0x15mm apex balloon. While unpacking the 20 x 2.25mm taxus liberte stent it was discovered that the stent was not smooth. The device never entered the patient and the procedure was completed with a different device. No patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was observed. The 80% stenosed target lesion was located in the distal left circumflex artery (lcx). The lesion was predilated with a 2.0x15mm apex balloon. While unpacking the 20 x 2.25mm taxus liberte stent it was discovered that the stent was not smooth. The device never entered the patient and the procedure was completed with a different device. No patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The struts on the first rows row on the distal end of the stent were misaligned. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).